Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said they've always had issues since 2011 and then said their lead was cracked in 2011-2012. No further patient complications have been reported as a result of this event.